Manufacturer narrative:
Unit received with constant pump error 24 alarm during testing. Problem isolated to the electronic assembly noted. Unable to verify pump error 40 alarm and battery power loss due to constant pump error 24 alarm. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that they already tried reset but no go return and replace insulin pump. The customer stated that the alarm did not clear by selecting ok. Customer sated that the insulin pump had screen turned off. Customer was able to clear the pump errors, power loss alarm and program the insulin pump. The device will be returned for analysis.